Manufacturer narrative:
No further information was available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that a physician had a few patient's with implantable cardioverter defibrillator (ICD) that exhibited a code 1003 indicative of battery voltage too low for the projected remaining capacity. There were no adverse patient effects reported.